Event description:
Revision of total knee arthroplasty approximately 1 year postoperatively due to loosening of tibial component.

Manufacturer narrative:
Device was not returned for manufacturer's evaluation.